Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer reported an excessive battery charging time. Field service engineer identified the battery was exhausted. There was no pt involvement.